Event description:
It was reported that a sensar ar40e intraocular lens (iol) with markings/scratches was implanted in patient's eye. There was no delay in procedure and no vitrectomy required. The lens remains in patient's eye. There was no replacement. No impact on daily activities of the patient reported. The customer indicated that they did not inspect the lens prior to loading it in the cartridge. No patient injury reported. The patient outcome was not provided. This emdr report is for the emeraldc30 cartridge. A separate report will be provided for the intraocular ar40e lens.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. The initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device lot history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.